Event description:
It was reported that after completion of a da vinci hysterectomy with bilateral salpingo-oophorectomy (bso) procedure, the patient experienced post-operative bleeding. According to the initial reporter, the site believed the source of the bleeding was one of the ip ligaments. On (B)(4) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter to obtain additional information regarding the reported event. The initial reporter was present during the surgical procedure. She indicated that there were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. There were no intra-operative complications. As a result of the post-operative bleeding, the patient received a blood transfusion.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. This complaint is being reported due to the following conclusion: the patient experienced post-operative bleeding and received a blood transfusion after undergoing a da vinci surgical procedure. However, at this time, the cause of the post-operative bleeding is unknown.